Manufacturer narrative:
Corrected information: h11 - the device was received with the capsule over-captured. The evolut fx system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. There was a large scratch along the capsule which exposed the nitinol frame beneath. Unfortunately, the provided images did not capture the damage to the capsule, but it was noted in the event description that the patient had severe aortic calcification. It is likely that the damage to the capsule occurred when attempting to advance past the calcification; however, a definitive root cause could not be determined. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. No further damage was noted to the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a large scratch along the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with an infold. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe asymmetrical calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed successfully with a 24 millimeter (mm) non-medtronic balloon. The balloon was fully expanded. The valve was deployed in a good position. At 80% deployment, an infold was noted. The valve was recaptured and removed from the patient. A new system was used for implant. No adverse patient effects were reported. Additional information was received that the patient's severe aortic calcification contributed to the infold. Additional information was received which confirmed that the valve was not misloaded prior to use.

Manufacturer narrative:
Image review: seven media files were provided for review. Fluoroscopy valve load inspection was performed, and overlap appears to reach node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified and the valve was used for implantation. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During valve implantation, an infold was evidence during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was removed and replaced. A new valve was loaded and confirmed a good load. There is evidence that a second balloon aortic valvuloplasty was performed prior to the new valve implant. The new valve was successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.